Manufacturer narrative:
Product analysis: analysis was able to confirm the reported error message during start up. Analysis also noted that the stylus was not working and there was a burning smell coming from the power supply. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error code while starting up. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.